Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found the device at premature battery depletion. However, the root cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.